Event description:
It was reported that the patient received inappropriate therapy due to noise, and there was sensing difficulty. The lead was capped. No further patient complications have been reported as a result of this event.